Manufacturer narrative:
4/23/97-supplemental report #1 submitted to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.

Event description:
During a laparoscopic hernia procedure, the instrument misfired. The surgeon used another instrument to complete the procdure. No pt injury was report.